Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the connector unlocked and detached from the ilet pump while sleeping. The user replaced the cartridge and tubing, rewound the pump, and reconnected the luer connector. A blood glucose value of 316 mg/dl was reported, remaining elevated for over 90 minutes. The issue was corrected after the supply change, the ilet resumed dosing, and no symptoms or medical intervention were required.